Event description:
The valve in pilot balloon has broken, resulting in loss of cuff volume and having to change out the et tube. Despite multiple attempts to collect further information, adequate information is not available to confirm or deny the event. After further review of the product complaint file, the event is found to be reportable. Any additional information obtained will be forwarded via supplemental follow-up reports. (B) (4).